Manufacturer narrative:
Medical device expiration date: n/a. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the consumer went through 5 bd ultra-fine¿ insulin pen needles attempting to inject a total of "40 units" of insulin during use. The first only dispensed "16 units", and the subsequent needles were used until the full dosage was received. The consumer reportedly did not prime any needles beforehand due to "not wanting to waste insulin". This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "consumer reported, last night when he was out to dinner, he dialed up 40 units and only 16 units came out. Stated, he wasted 5 pen needles that night and did not complete dosage until 6th pen needle. Does not prime before injection because he does not want to waste insulin."